Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog # (B)(4), epsilon durasul liner, lot #62929053 this report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing swelling to both knees, legs and hands, weakness and cold two weeks after being revised.

Manufacturer narrative:
No devices or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. Review of the device history records for the shell did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Follow up with the patient confirms that the allergy test has been completed and the patient is not allergic to any of the metals in the implants. It was also noted from the follow up that the patient's health care professional advised her that the medication can be the cause for her symptoms. Product history search revealed no additional complaints against the related part and lot combinations. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Adherence to rehabilitation protocol is unknown. A definite root cause for the reported issue cannot be determined with the information provided.